Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of low impedance measurement, but was lost after the device was cut open. The output circuitry of the device was normal. The cause of the complaint of premature battery depletion was undetermined. No further anomalies were observed.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited low lead impedance on the right ventricular channel and premature battery depletion. The device was explanted.